Manufacturer narrative:
The returned device was evaluated and the exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl after wearing the pod between 4 and 24 hours on the arm. The patient was able to activate a new pod.